Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). For product information received. Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The type of this complaint is revision due to soft tissue reaction. The surgeon found tissues around the joint which seemed like pseudotumor. Metallosis and osteolysis were also found at the proximal end of the stem and the upper part in a cup.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: *********update after receiving products 16 feb 2016. Investigation results: the complaint was received into the (B)(4) complaints department 23 october 2015 with the comment: the type of this complaint is revision due to soft tissue reaction. The primary tha for oa by using s-rom with mom had taken place in 2010 at other facility. The patient had felt uncomfortable for about a year and the surgeon suspected pseudotumor and osteolysis by x-ray films and CT. Therefore the revision took place on (B)(6) 2015. The surgeon found tissues around the joint which seemed like pseudotumor. Metallosis and osteolysis were also found at the proximal end of the stem and the upper part in a cup. Although the implants were still firmly fitted, bone defect was found and the surgeon plugged it with synthetic bone. At first, the surgeon had planned to replace only the insert and the head, but he replaced the stem as well because substantial wear was found at the stem-head junction. Due to this change, the surgery was completed with a 240-minute delay. The cup and an s-rom sleeve were not replaced and remain in the patient¿s body. The surgeon requests the investigation into substances on the surface, wear volume and surface roughness of the products. The patient is now under observation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The visual report suggests that a dimensional report should be submitted by the test house to answer the surgeon¿s requests. The dimensional report is summarised as follows: the mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. The bio engineering report concluded after reviewing all available information and the products that there was no device deficiency identified and that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined: insufficient information root cause. No corrective action is required. The occurrence shall be monitored through our companies post market surveillance system for future trends. The products shall be retained and stored in a secure area for future analysis. Should any further information be provided relating to this case then further investigation may be undertaken. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.